Event description:
Boston scientific was notified that during a procedure to test the sentry balloon catheter a transend .010" guidewire was inserted and balloon was inflated with a 1-ml syringe for 1-2 minutes. Then deflation of the balloon was visible. At a second inflation attempt a leakage at the proximal end of the balloon could be seen. Successful procedure was performed with a second sentry balloon catheter.